Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code captures the reportable event of premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date during preparation, the stent was prematurely deployed in the catheter once removed from the package. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.